Event description:
Rising, variable and high left ventricular (lv) lead thresholds. Reprogramming done. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).